Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (adjust/check belt messages) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting ecgs 'c' and 'd' was cut. The cause of the test failure was the cut cable. The root cause of the cut cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient experienced check/adjust belt messages.